Event description:
It was reported that far-field oversensing was on the electrogram (egm) of the pacemaker as right ventricular (rv) signals appeared on the right atrial (ra) egm. Technical services (ts) was contacted, and ts discussed programming options and cross chamber blanking. The pacemaker remains in service. No adverse patient effects were reported.